Manufacturer narrative:
Manufacturing review for reported lot did not reveal any deviations or non-conformities. Unused samples of the event lot were returned for evaluation. Visual inspection did not reveal any disconnections or other anomalies. All assemblies were tightened per instructions for use by insuring the needle was firmly seated on the needle-pro device with a push and a clockwise twist, and then the needle cap was pulled straight away from the needle. The assemblies were also leak tested with no leak observed and no needle detachment found. All samples were found to operate as intended. Investigation was unable to duplicate the reported issue.

Event description:
A report was received that stated during an injection, the needle became detached from the syringe. No needle-stick took place. There was no patient or clinician injury reported.